Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 600 mg/dl. The customer stated that the insulin pump is not delivering insulin. She tried delivering a bolus and nothing came out. The customer reported feeling sick and treating the high blood glucose with a manual injection. Troubleshooting was performed and the drive support cap appeared normal, found no air bubbles in the tubing, ran manual prime and insulin exited the tubing, ran a fixed prime and insulin came out. Time and date were correct, basal rates were correct, the bolus wizard settings were correct. Checked the alarm history and found a weak battery alarm. The bolus history was correct. High pressure test was not performed because the customer did not have the tubing clamp. No further information was provided.